Manufacturer narrative:
Additional information: device evaluation: product evaluation was not performed because the product has not been received. Provided photographs were evaluated. It was identified that the tip of the cartridge appeared to be broken. No further evaluation could be performed. The complaint issue of cartridge tip cracked/damaged was identified during the photograph evaluation; however, based on the limited information about the complaint product, the complaint issue could not be confirmed to be related to the manufacturing or design process. No further issues were identified and no further evaluation was performed on the photographs. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Account reported the surgeon noticed a particle around the tip of the cartdrige. This had happened the week before already. They did not keep the units aside and also reported, that the cartridge tip was not clear and more frosted. There was no impact on the patient and no further information was provided. This report is for the previous occurrence. A separate report will be submitted for latest incident.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: the exact date is unknown, during the week prior to the 13th june 2023. Section d4 - catalogue#: a complete catalogue # is unknown, as product serial number was not provided. Section d4 - serial#: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - (B)(6). Additional information: in a picture that was sent it appears that the tip of the cartridge is cracked/broken. Section h4 - device manufacture date: unknown as product serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.